Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A clinical representative (cr) was present for an seeg case. Laser registration was performed and verified to be accurate. The case went smoothly, but the surgeon took a post-operative CT with airo before disconnecting the robot. The airo scan is usually difficult to merge and required some recalculations this case. After accepting the merge, cr and surgeon noticed that the electrode entry points seemed to be off by about 6mm superior on the left side, and the same amount inferior on the right side. Cr and surgeon suspected a problem with the merge, and attempted to merge the scan manually to the t1 MRI (airo post 2) and then to the CT again (airo post 3). Despite careful checking and adjustment, the electrodes were still shown to be inaccurate in the same way. Cr is not sure if this is caused by a merge problem or is an actual inaccuracy. No patient impact, no delay to case. Patient was already under anesthesia and after first incision.

Event description:
A clinical representative (cr) was present for an seeg case. Laser registration was performed and verified to be accurate. The case went smoothly, but the surgeon took a post-operative CT with airo before disconnecting the robot. The airo scan is usually difficult to merge and required some recalculations this case. After accepting the merge, cr and surgeon noticed that the electrode entry points seemed to be off by about 6mm superior on the left side, and the same amount inferior on the right side. Cr and surgeon suspected a problem with the merge, and attempted to merge the scan manually to the t1 MRI (airo post 2) and then to the CT again (airo post 3). Despite careful checking and adjustment, the electrodes were still shown to be inaccurate in the same way. Cr is not sure if this is caused by a merge problem or is an actual inaccuracy. No patient impact, no delay to case. Patient was already under anesthesia and after first incision.

Manufacturer narrative:
A detailed analysis of the data logs and patient files has been performed and revealed that all the electrodes have been implanted with an inaccuracy superior to 2 mm at their entry point and are therefore considered as inaccurate. The root cause of the inaccuracy is not the merge of the exams. During registration, if you need to adjust the position of an initial point on the image, you have to recollect the same point with the robot arm. In this case, the user did not recollect the points d1, e2 and b with the robot arm after adjusted their position on the image during the coarse registration. The IFU provides the necessary information regarding the process of the coarse registration. All electrodes were implanted with a different orientation than the initially planned trajectories by being all rotated in the same direction. The main hypothesis is that an undetected patient head movement occurred after the end of the registration. A patient head movement can have different origins, such as a collision or a fixation system not correctly tightened. The clinical representative confirmed that the she did not notice any collisions or anything that would have possibly moved the head.